Event description:
It was reported that the device had increase in cracked module latch supports. This was reported to manufacturer representatives during site visit. There was no patient involvement. No devices will be sent to bd for evaluation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.